Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump has been emitting loss of prime alarms since yesterday. Reporter changed cartridge 3 days ago and completely changed out the site today and currently at school the patient's pump is again alerting not primed. Patient woke up this morning with a blood glucose (bg) of 356 mg/dl with excessive thirst. Reporter bolused from pump for this high. Patient's current bg is reading 'hi" on the meter. Reporter states she is cycling the cartridge, using room temperature insulin, cartridge is secure and pump has not been exposed to extreme temperature or extreme force or trauma. Cs advised reporter to change cartridge, monitor bg, and call back as needed. The complaint is being reported as the issue was not resolved and the patient experienced hyperglycemia.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/23/2014. Device evaluation: no product was returned. A reserved sample f was tested and evaluated by product analysis on 01/09/2014 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.